Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 31mm 11400m mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 5 months due to unknown reason. The explanted device was replaced with a 27mm 11400m mitral valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 31mm 11400m mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 5 months due to endocarditis. The explanted device was replaced with a 27mm 11400m mitral valve. The patient was in recovery post procedure. Per medical records, the patient presented to the hospital with tricuspid valve endocarditis due to drug relapse. The patient underwent a re-do avr. Intraoperatively, surgeon noted the valve to be covered in infection and pannus. The patient tolerated the procedure well. The patient was transferred to the ICU in stable condition and discharged on pod # 8. Pathology report, the results indicated a mixture of bacterial dna, including sequences consistent with staphylococcus aureus.